Event description:
"As per cc form": the customer has been using our 5 fr stent for over 15 years and has implanted hundreds of them. But today was difficult. Dr. (B)(6) released the stent by pushing the handpiece back as he always does. The stent then released normally, but the stent was stuck very tightly to the catheter of the release system. Nothing could be done! The doctor then only had the option of doing a major emergency surgery in vascular surgery or pulling so hard on the system until the stent rips off.he pulled as hard as he could and the stent became about 20 cm long before it broke off.that didn't look so great. He then used another stent to push the remnants of the stent against the vessel wall and it seems to be ok now.I took the release system with me and you can clearly see that the meshes of the stent are somehow jammed at the top of the system. Possibly even got into the extinguishers for flushing.(see photos)or (free version) . Rep update 19/05/2022. Lot: c1897762. The customer has been using our 5 fr stent for over 15 years and has implanted hundreds of them. But today was difficult. Dr. (B)(6)released the stent by pushing the handpiece back as he always does. The stent then released normally, but.... The stent was stuck very tightly to the catheter of the release system. Nothing could be done! The doctor then only had the option of doing a major emergency surgery in vascular surgery or pulling so hard on the system until the stent rips off. He pulled as hard as he could and the stent became about 20 cm long before it broke off. That didn't look so great. He then used another stent to push the remnants of the stent against the vessel wall and it seems to be ok now. I took the release system with me and you can clearly see that the meshes of the stent are somehow jammed at the top of the system. Possibly even got into the extinguishers for flushing. A section of the device did remain inside the patient¿s body. The customer has been using our 5 fr stent for over 15 years and has implanted hundreds of them. But today was difficult. Dr. (B)(6) released the stent by pushing the handpiece back as he always does. The stent then released normally, but....the stent was stuck very tightly to the catheter of the release system. Nothing could be done! The doctor then only had the option of doing a major emergency surgery in vascular surgery or pulling so hard on the system until the stent rips off.he pulled as hard as he could and the stent became about 20 cm long before it broke off.that didn't look so great. He then used another stent to push the remnants of the stent against the vessel wall and it seems to be ok now.I took the release system with me and you can clearly see that the meshes of the stent are somehow jammed at the top of the system. Possibly even got into the extinguishers for flushing. The patient did require any additional procedures due to this occurrence. A second stent to protect the rest og our stent according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # - p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # - p050017/s002 and s003. Device evaluation. The ziv5-80-6-4.0 device of lot number c1897762 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Images of the ziv5-80-6-4.0 device were returned and evaluated as part of the investigation. From the images provided, a fragment of the stent appears to remain on the delivery system. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 16th of june, 2022. On evaluation of the device, it was noted that the red safety tab not returned. A fragment of stent appeared to remain on the delivery system. The stent was not returned. The device flushed as intended and a 0.018'' wire guide pass through device as intended. Document review. Prior to distribution ziv5-80-6-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv5-80-6-4.0 of lot number c1897762 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897762. It should be noted that the instructions for use, ifu0041, states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of off label use was identified in the laboratory. As per the ifu0041, ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿¿ according to the customer testimony, the stent was used for sfa stenting. This is considered to be off label use. Please note that there appears to be a typo error in the complaint description. It is assumed that asf is a spelling error, which should have been spelled as sfa. Three attempts were made to obtain further information from the user/physician regarding the intended use of the device, which would have clarified this spelling error. Should this further information be obtained in the future, the complaint investigation will be re-opened to evaluate this information. Summary. Complaint is confirmed based on customer testimony. According to the initial reporter, the patient required an additional procedure due to this occurrence. A second stent was implanted during the second procedure. As per medical advisor¿s input ¿if the stent was stuck the surgeon may have had to do an open surgical technique ie. ¿major emergency surgery¿ to remove the stent in order to prevent a potentially limb threatening event.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # - p050017/s002 and s003 the ziv5-80-6-4.0 device of lot number c1897762 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Images of the ziv5-80-6-4.0 device were returned and evaluated as part of the investigation. From the images provided, a fragment of the stent appears to remain on the delivery system. The device related to this occurrence underwent a laboratory evaluation. On evaluation of the device, it was noted that the red safety tab not returned. A fragment of stent appeared to remain on the delivery system. The stent was not returned. The device flushed as intended and a 0.018'' wire guide pass through device as intended. Prior to distribution ziv5-80-6-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv5-80-6-4.0 of lot number c1897762 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897762. It should be noted that the instructions for use, states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿¿ there is evidence to suggest the user did not follow the IFU. A definitive root cause of off label use was identified in the laboratory. As per the IFU, ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿¿ according to the customer testimony, the stent was used for sfa stenting. This is considered to be off label use. Please note that there appears to be a typo error in the complaint description. It is assumed that asf is a spelling error, which should have been spelled as sfa. Three attempts were made to obtain further information from the user/physician regarding the intended use of the device, which would have clarified this spelling error. Should this further information be obtained in the future, the complaint investigation will be re-opened to evaluate this information. Complaint is confirmed based on customer testimony. According to the initial reporter, the patient required an additional procedure due to this occurrence. A second stent was implanted during the second procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per medical advisor¿s input ¿if the stent was stuck the surgeon may have had to do an open surgical technique ie. ¿major emergency surgery¿ to remove the stent in order to prevent a potentially limb threatening event.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to receipt and evaluation of the complaint device, the completion of the investigation and an update to the investigation conclusions. Lab evaluation completed on 16th june 2022 visual inspection red safety tab not returned fragment of stent remains on the delivery system stent not returned functional inspection device flushed as intended 0.018'' wire guide pass through device as intended off label use was also confirmed.